Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site. Medtronic investigation of returned suspect open spine clamp finds that, as reported, the adjustment screw threads are worn near the end of the screw. As a result, the screw will not turn far enough to release the clamp. Malfunction & wear - mechanical failure: hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported a site's open spine clamp has threads that appear to be worn out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.